Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a cx3 sample probe leak on the synchron cx9 alx clinical systems. No injury or exposure was reported.

Manufacturer narrative:
Customer technical support assisted the customer with troubleshooting and advised customer to check the e-cam and perform probe cleaning. This did not resolve the problem and customer called back and stated that sample probe continues to leak on (B)(4) 2011, service engineer found leak source being the clot detector and replaced it.